Manufacturer narrative:
The catalog number and lot code of the device was not provided. The device was reported as an unknown cable plate. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly after the patients' revision of (B)(6) 2011, "the patient continued to experience and complain of pain in his hip. The surgeon noted a large seroma in his thigh and loose cable plate and cables". The patient was revised on (B)(6) 2013 with "irrigation and debridement of hip seroma, hardware removal of cable plate, etc. The surgeon noted that the cable plate was grossly loose and mobile."